Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the surgeon was able to squeeze the handle of the device, but there was issue experienced with the loading or firing of the clips. The account opened a second clip applier to resolve the issue. There was no patient injury.